Manufacturer narrative:
Physio-control reviewed the device download data and in addition to verifying that two unexpected device resets where the device shut down and restarted within 30 seconds occurred, there were also two unexpected power off events (where the device did not restart itself). The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device turned off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio- control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio- control reviewed the device data for the reported event date and verified the reported issue. The device unexpectedly shutdown and then restarted within 30 seconds of shutdown twice. However, root cause was not determined. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turned off unexpectedly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio- control contacted the customer to request additional information on the patient. No response has been received from the customer.